Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to pain. Update rec¿d 01/30/2017- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, inflammation and general litigation notes metal on metal implications. Adding a femoral stem for the elevated ions. Complaint was updated 02/14/2017. Update jun 14, 2017: litigation received. Litigation alleges pain, difficulty in walking and trouble performing normal daily activities. This complaint was updated on jun 26, 2017.

Manufacturer narrative:
UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain. Update rec¿d 01/30/2017- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, inflammation and general litigation notes metal on metal implications. Adding a femoral stem for the elevated ions.

Manufacturer narrative:
Update rec¿d 01/30/2017- litigation papers received. In addition to what was previously reported, litigation also alleges the patient suffers from discomfort, inflammation and general litigation notes metal on metal implications. Adding a femoral stem for the elevated ions. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update jun 14, 2017: litigation received. In addition to what was previously reported, litigation alleges difficulty in walking and trouble performing normal daily activities. Added new complainant information. This complaint was updated on jun 26, 2017.

Manufacturer narrative:
(B)(4).